Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that there was loss of image.

Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence. Alleged failure: image was lost. Confirmed failure: update software. Probable root cause: ¿ cables, connectors, sources, or sinks, ¿ capture card, motherboard, power supply, ¿ sdc firmware, ¿ over-heating (air duct, fans, heat sinks, dust, vents), ¿ sdc application software, clarity package, ¿ clarity algorithm, ¿ manufacturing defects (process, workmanship), ¿ use error and ¿ cybersecurity.

Event description:
It was reported that there was loss of image.